Manufacturer narrative:
The evaluation couldn't confirm the overheating through temperature tests. The evaluation did find the internal spring was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device becomes "warm". There were no injuries reported as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device becomes "warm". There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.